Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label, unapproved, or contraindicated use (proximal neck diameter less than 19mm).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58x52 mm in diameter abdominal aortic aneurysm. The proximal neck was 17x18.5mm in diameter, the distal aortic neck was 15x18mm in diameter. The length of the neck was 14mm. It was reported that at the time of the index procedure was a type ia endoleak confirmed. Ballooning was performed and additional touch-up were done, however the endoleak remained. A 23x23x49 endurant aortic cuff extension was added, but angiography confirmed slight amount of type ia endoleak remained. Per the physician the event was due to the severe condition of the proximal neck. No additional clinical sequelae were reported and the patient will be monitored.